Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Diagnostics problem indicated as the programmer save to disk data for file (B)(4) shows "invalid data received for episode." For episode 97 ventricular fibrillation therapy of one to five defibrillations on (B)(4) 2012 11:45:19.

Event description:
It was reported that the patient presented to the hospital after being symptomatic and having four shocks delivered. Upon interrogation, the device counters indicated that the shocks were delivered, but the episode list showed invalid data. The physician believed the shocks to be appropriate but was concerned that the data was not able to be read from the device. It appeared that the patient started to have a ventricular tachycardia episode that accelerated to a ventricular fibrillation episode and then decelerated back the ventricular tachycardia. As there are different flags for acceleration and deceleration in the device, and because the episode had both, it deemed the data invalid. The device remains in use. No patient complications have been reported as a result of this event.